Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the improper shut down, which was not reproduced. The symptom was confirmed through review of the event history log (ehl). The cause was determined to be depressed battery pins that were unable to rebound as designed. The backflex was replaced.

Event description:
It was reported that a spectrum pump powered off without user input during therapy (medication, programmed amount and delivery rate unknown). It was stated that the IV pump was on a patient for titrated medication (unknown), pump beeped improper shut down. It was reported that the pump will not power up, and beeps/alarms improper shut down. The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.